Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the ventilator alarmed with vent inop due to air valve liftoff failure (1012). The customer reported the ventilator alarmed with vent inop due to power supply failure (70xx). The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).